Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging an intermittent power issue. The reporter stated that the battery compartment was cracked, there was moisture/corrosion in the battery compartment, and the battery cap could not be removed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/12/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: a review of the black box indicated multiple unexplained reboots had occurred. Visual inspection revealed that the battery compartment was cracked in multiple places and there was moisture/corrosion in the battery compartment. The returned battery cap had stripped threads and could not secure properly to maintain electrical connection; reboots were duplicated with the returned cap. The battery cap was difficult to remove from the pump due to the stripped threads. A test battery cap was used to complete investigation. The pump was exercised for 24 hours using the test cap and no further power interruptions occurred. Leak testing revealed a leak due to the battery compartment cracks. The pump casing was removed and no internal defects were found. (B)(4).